Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, several sensation snares were used. Heat would not transfer through the snares even when connected to different cautery machines which resulted in snares not cutting through the target polyp. Reportedly, the snares were securely attached to the active cord and there were no visible issues noted with the cautery pins. The exact number of sensation snares that malfunctioned was unknown. There were no signs of tissue blanching (tissue turning white). The procedure was completed with a different device there were no reported patient complications.